Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 4 to 24 hours of pod wear on the back. Blood glucose was reported to have increased to 380 mg/dl. It was further reported that, upon pod removal, extensive bleeding was observed at the infusion site, and slight pain was noted. The patient reported that blood appeared to have backflowed into and blocked the cannula, which was suspected to be the cause of the elevated blood glucose levels. The patient developed symptoms including vomiting, headache, dizziness, itchiness, increased body temperature, and a blotchy appearance, which prompted him to seek medical attention. He was subsequently admitted to the hospital with a diagnosis of hyperglycemia and dehydration. The patient reported being near diabetic ketoacidosis (dka); however, dka was not confirmed. Treatment during hospitalization consisted of intravenous insulin and two bags of fluids. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026.